Event description:
According to the information the patient states he went to catheterize himself and felt the catheter bend. He was sure it was inserted all the way but couldn't drain. No indication of a cutoff was noted at this time. In 06 pictures were returned indicating that the catheter was cutoff.